Event description:
Caller alleged discrepant results (accuracy) compared to same-day lab.results as follows: date: (B)(6) 2009, inratio: 1) 3.3, lab: 2.8. Inratio: 2) 3.7, 3.2.

Manufacturer narrative:
Summary: (B)(6) 2009. End-user reported accuracy discrepant test result. No product expected to be returned. Mean calculation revealed all inratio and lab values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. %cv calculation on repeated test reveled cv% was under acceptance (20%). Further testing not required at this time. Timing of the tests were not provided. Patient condition was not provided. Product deficiency could not be established. There is insufficient information to determine the root cause of the end-user's discrepant test results. Further action not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. No further investigation will be required. On (B)(6) 2009 discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1) 3.3, lab: 2.8, mean: 3.05, confidence limits: 1.9-4.6. Inratio 2) 3.7, 3.2, 3.45, 2.0-5.0. Mean of inratio meter and comparative system inr were calculated. Both inratio & lab values are within the confidence limits for inr testing. Results are not considered discrepant within context of documented variability for inr testing. Functional testing not required at this time, but meter will be tested if it is returned. Inratio precision data provided by end-user lot: date: (B)(6) 2009 1st_inr=3.7, 2nd_inr=3.2. Inratio meter: mean: 3.5, sd: 0.4, %cv: 10.2. The 10.2% cv is less than 20%. In ratio meter results pass criteria for precision.